Event description:
It was reported that the anti-flow back valve in a clearlink malfunctioned. The patient¿s multivitamin infused into the main IV fluid bag. The primary bag was hung lower than the secondary bag. To resume therapy a new line was set up for the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.